Manufacturer narrative:
Since the original report was filed, the investigation has closed. The root cause of the stroke was not determined. The product was not returned for analysis. The logs were analyzed and no abnormalities were observed. The root cause could not be determined. The failure mode will monitored and trended.

Manufacturer narrative:
The medical center discarded the impella pump product. The data logs have been retrieved and the investigation into the cerebral vascular event is on-going at this time. Upon the completion of the investigation, a final report will be filed.

Event description:
An impella 5.5 was placed to support a younger patient for support due to his cardiomyopathy while awaiting heart transplant. The pump successfully supported the patient for 21 days when it was explanted in preparation for the heart transplant. When explanted via the axillary insertion the team observed clot burden on the pump. At the time of explant the team reported the patient to have suffered a stroke. Two arteries were occluded. The team in interventional radiology was unable to successfully remove all clot via embolectomy, and so a craniotomy was performed. The heart transplant was successful and the patient survived.